Event description:
Device has failed to get electrified as often as not--over all check. Order: (B)(4)complaint verified. This is the comment made during rejection: "deemed reportable based on investigation 26jul21. 1216677-2021-00153 100 volt leep 1000 genera l1000j (B)(4).

Manufacturer narrative:
Investigation. X--inspect returned samples. *analysis and findings complaint: (B)(4). Distribution history based on the serial number, this complaint unit was manufactured in 1996. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review the incoming inspection review is not applicable for this product. Service history record no prior service history record was found for this unit. Historical complaint review a review of the 2-year complaint history showed one similar reported complaint condition which was attributed to a worn diaphragm. Product receipt the complaint unit was returned for repair on repair log 96112. Visual evaluation visual examination of the complaint unit revealed no physical damage. Functional evaluation complaint unit was evaluated and found not to function properly. The hand piece adapter plug was not making a good connection, causing intermittent power output. See attached email. Age and use were the main contributing factors for this complaint condition. Root cause while no definitive root cause could be reliably determined, this issue may have been due to wear and tear. The adaptor plug for the handpiece was found to have a poor connection. Given the age of the device it is consistent with wear and tear. *correction and/or corrective action the hand piece adaptor plug was replaced, the power output was increased to the high end of the specification, the original diaphragm was replaced as a routine update, the complaint unit function was verified with the qa specification and it was returned to the customer. This complaint has been deemed a reportable event based on this investigation. *preventative action activity coopersurgical will continue to trend this complaint condition for trends.

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Device has failed to get electrified as often as not--over all check. Order: (B)(4). Complaint verified. This is the comment made during rejection: "deemed reportable based on investigation (B)(6) 2021. 1216677-2021-00153 100 volt leep 1000 genera l1000j (B)(4).